Manufacturer narrative:
Two photos of a 1 ml ll syringe (p/n 309628 batch 3349297) were received and evaluated. The first photo partially shows a 1 ml loose syringe with what appears to be white bubbles embedded in the top of the barrel, specifically on the non-marking area. The second photo shows the top web slip with the appropriate information for a 1 ml ll syringe. The condition observed is non-conforming per product specification. The potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3349291 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Materials#: 309628 batch#: 3349291 it was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter translated from french to english: yesterday, we noticed a defect in a bd 1ml syringe (code hda 309628) see the lot in the photos below (lot 3349291) we noticed 2 "spots/bubbles" that seem to be embedded in the plastic of the barrel. (See photo below) as this is a preparation for ophthalmic injection, the syringe was not used and the product (avastin) was lost. We wanted to let you know about it to see if you have had any other reports about this same batch? Defect in plastic vs. Microbial contamination. Thank you, I remain available if you need more information product number - 309628.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.